Event description:
The customer reported to philips healthcare that the heartstart xl had "suddenly switched off". There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.